Event description:
It was reported that the paramedics were called and the customer was taken to emergency room. Subsequently, the customer was admitted to the hospital for an elevated blood glucose level that ranged from 540-541 mg/dl, high ketones and "tears in the throat." Prior to the hospitalization, the customer delivered a correction bolus in attempt to resolve the high bg. Customer was treated with intravenous saline and a insulin drip while in the hospital, and was released from the hospital on (B)(6) 2023 with no permanent damage. The cause of the reported issue was unknown. A system check was performed by tandem technical support and determined that the pump functioned as intended. The customer continued using the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.